Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited failure to capture. The lead was not used and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Final analysis found that as received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.